Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient experienced two events of bent cannula on 22-nov-2024 and 23-nov-2024. The site of location of infusion set was abdomen. The issue was observed within three hours of insertion for first event and within one hour of insertion for second infusion set. Patient also reported ketones. High blood glucose was addressed using correction bolus via pump and changing infusion set. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.